Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 22.5 mmol/l. Prior to hospitalization, the customer reported that the insulin pump alarmed insulin flow blocked alarm during bolus delivery. Customer reported that the infusion set cannula was bent when during set change. The blood glucose stayed at 22.0 mmol/l even after treatment with insulin pump and manual injection. Customer was treated with insulin drip while at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.